Manufacturer narrative:
B5: added clinical review. H6: updated codes based on the results of the investigation. H6: omitted code a1104 and added code a0902. H11: updated based on the results of the investigation. Investigation summary: the cause of the loss of waveforms was due to a 6-minute dip in placement signal and motor current.

Event description:
An impella cp device was inserted into the right femoral artery in a 38-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. It was reported that the impella console screen turned black and the staff were unable to view any waveforms. The screen came back up without any troubleshooting. The patient has suction prior to this event. There was a rhythm change and the patient was shocked with a defibrillator. The patient never lost consciousness. The post-procedure outcome is survived at explant. Arrhythmias are common in patients with ams/cgs, even in stage a shock. While pci aims to restore blood flow, reperfusion can also trigger arrhythmias, and complications can occur within the first few hours post-procedure.

Manufacturer narrative:
D4 UDI information and e4 was inadvertently omitted on the initial manufacturer device report. D6a and d6b should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 38 year old female with an impella cp due to acute myocardial infarction. During support, the impella console screen went completely black unable to see any waveforms. Screen came back on its own without intervention from staff. There was a suction event just prior and some rhythm changes but the patient never lost consciousness. Patient was shocked with the defibrillator. There were no other issues post pump placement after stated incident.